Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for an ilet device did not function as expected, with the indicator flashing and only turning solid green when the device was repositioned on the charger, resulting in minimal charge after an extended period. Symptoms included no adverse health effects. Outcomes included replacement supplies without health consequences. Investigation included remote troubleshooting and verification of shipping details. Investigation of this case revealed a suspected charger performance issue consistent with an electrical or connection fault in the charging component. It was concluded, based on previously established findings for similar reports, that the cause was likely component failure of the charger.